Event description:
It was reported that this implantable pacemaker exhibited out of range intrinsic amplitude. On review of stored electrogram (egms), oversensing of external noise and pacing inhibition of greater than 15 seconds was observed. The external noise observed was uniform, delivered at 200ms (milliseconds) and was suspected to be electromagnetic interference (emi). Further review was recommended. This device remains in service and no additional adverse patient effects were reported. Subsequently, additional information was received indicating that the minute ventilation (mv) sensor was disabled by the signal artifact monitor (sam) feature. Review of presenting electrogram (egm) showed noisy signals with high out-of-range ventricular pacing impedance of greater than 3,000 ohms. Technical services (ts) recommended lead assessment with a programmer. This device remains in service and no adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.

Event description:
It was reported that this implantable pacemaker exhibited out of range intrinsic amplitude. On review of stored electrogram (egms), oversensing of external noise and pacing inhibition of greater than 15 seconds was observed. The external noise observed was uniform, delivered at 200ms (milliseconds) and was suspected to be electromagnetic interference (emi). Further review was recommended. This device remains in service and no additional adverse patient effects were reported. Subsequently, additional information was received indicating that the minute ventilation (mv) sensor was disabled by the signal artifact monitor (sam) feature. Review of presenting electrogram (egm) showed noisy signals with high out-of-range ventricular pacing impedance of greater than 3,000 ohms. Technical services (ts) recommended lead assessment with a programmer. This device remains in service and no adverse patient effects were reported.

Event description:
It was reported that this implantable pacemaker exhibited out of range intrinsic amplitude. On review of stored electrogram (egms), oversensing of external noise and pacing inhibition of greater than 15 seconds was observed. The external noise observed was uniform, delivered at 200ms (milliseconds) and was suspected to be electromagnetic interference (emi). Further review was recommended. This device remains in service and no additional adverse patient effects were reported.